Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of recommended replacement time (rrt) in save to disk on (B)(4) 2011, device rrt less than or equal to 2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. Patient alerts for low battery voltage on (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of recommended replacement time (rrt) in save to disk on (B)(4)-2011, device rrt less than or equal to 2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(6)-2011. Patient alerts for low battery voltage on (B)(6)-2011.

Event description:
It was reported by the patient that the device battery did not last as long as it was supposed to. The patient was told it would last seven years, yet needed replacement after less than five years of being implanted. Also, there was a patient alert for the device being at recommended replacement time. The device was explanted and replaced. No patient complications have been reported as a result of this event.